Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use, are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported via a trial that on (B)(6) 2007 the patient underwent stenting in the pre-dilated mid right coronary artery with one xience v stent. On (B)(6) 2010, the patient was re-admitted for angina. On (B)(6) 2011, the patient underwent coronary artery bypass graft surgery in the distal right coronary artery and in the proximal left anterior descending artery. The event resolved on (B)(6) 2011 upon discharge. There was no additional information provided.